Manufacturer narrative:
This report is submitted on (B)(6) 2017 by (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site and was treated with a topical steroid. However the issue could not be resolved and subsequently the patient was placed under general anesthesia and underwent skin revision surgery (date not reported) to excise skin and replace abutment.